Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the low voltage fault was valid. The device hardware was not detecting the loss of battery that the battery status indicators were not reflecting the depletion condition and is accurate. The device is malfunctioning, and replacement is recommended. To date, this device remains in service. No adverse patient effects were reported.